Event description:
Reportedly, during the follow-up performed on 09 january2025 it was observed that a polarity switch was occured on 29/12/2024 due to a high impedance value >3000 ohms. During the previous in clinic follow-up performed on 02-dec-2024, there were no abnormal findings.

Manufacturer narrative:
Summary of the investigation: as no patient data (files, x-ray and scopy) were available, and the leads remain implanted. It is impossible to conclusively confirm/identify the issues reported. A careful monitoring of the lead integrity should be performed to ensure the adequate sensing and pacing functionality. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2025 it was observed that a polarity switch was occured on (B)(6) 2024 due to a high impedance value >3000 ohms. During the previous in clinic follow-up performed on (B)(6) 2024, there were no abnormal findings.